Event description:
It was reported that the patient had difficulty charging the ipg. It was also noted that the patient had difficulty aligning the charger due to migration. The patient underwent an ipg replacement procedure.